Event description:
On 03/23/1999 following a ptca/stent procedure, an angio-seal device was placed in a pt's groin. No difficulty was reported with the deployment. Upon first ambulating from bed, a moderately large hematoma was noted. A femostop was applied (duration unk), and the pt was kept in the hospital for an extra night. As of 05/24/1999 there has been no further report to the MFR of complication or additional pt sequelae.